Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector on the display board. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer had some lines in the middle of the display screen and it looked like some of the pixels were dead. Customer was using an energizer aaa alkaline battery. Customer stated that the display returned to normal. Customer stated that the pump was not dropped or bumped. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.